Event description:
The customer called and reported experiencing high blood glucose of 515 mg/dl. Troubleshooting was performed with customer's insulin pump. The drive support cap appeared normal. There were no air bubbles or leaks found in the infusion set or reservoir. Insulin exited during a manual prime. The infusion set cannula was not found to be bent. Customer declined to check settings for accuracy. The customer stated she had received a no delivery alarm the previous day during priming, but had cleared the alarm and everything seemed to be fine, and customer performed a set change. Customer declined to perform high pressure test. Customer's blood glucose was rising and at 532 mg/dl, which she stated she would treat with a bolus. The customer did not agree to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.